Manufacturer narrative:
See (h3) no device sample was returned for manufacturer analysis. Investigation of the provided lot number found no issues or non-conformances and no trends were identified. No root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available, a follow-up report will be submitted as appropriated.

Event description:
This incident was initially reported to the manufacturer by the patient and limited information has been made available. The patient reported seeking medical care due to initial symptoms of irritation, dryness, and discharge in her left eye, which subsequently spread to her right eye. She stated that the treating eye care professional mentioned that she may have a potential eye infection, possibly linked to the contact lenses. She was prescribed neo/poly/dex ophthalmic suspension drops to be instilled twice a day, left eye only. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged eye infection diagnosis with unknown nature or severity of the incident, lack of supporting medical information and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.